Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, at the end of the operation when the surgeon pulled the graft through the femoral tunnel, the "ultrabutton adjustable fixation device" had flipped on the femoral side. Then, as the surgeon went to try and reduce the loop on the ultrabutton to continue pulling the graft through tunnel, the mechanism did not work and aka suture loop was not shortening. As a result, the surgeon had to open up on femoral side to investigate what was wrong. However, no problem solving worked. Finally, the procedure was successfully completed with no significant delays by opening 2 new implants, restitch graft and do it again. No further complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A clinical/medical evaluation determined per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).